Event description:
After the catheter was inserted and inflated with 0.75cc of inflation media, the balloon ruptured. An air bubble was noted in the pt's left ventricle, and EKG changes were noted. The air was withdrawn via another catheter. There were no add'l complications.

Manufacturer narrative:
The sample was returned to arrow. Co's evaluation determined that the balloon had deteriorated at the distal glue line. Balloon deterioration can occur over a period of time due to physical or chemical action of the environment.